Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation was breached (clavicle-rib crush). It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a follow-up visit the lead's impedances increased for both the atrial and ventricle and that there was noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.